Event description:
The device was used during a left ovarian cystectomy procedure. Reportedly the specimen pouch disengaged into the patient's cavity. The surgeon was able to retrieve the pouch without injury to the patient.